Event description:
It was reported that during routine follow-up in clinic, high capture threshold was observed on the right atrial lead. Lead was found to be dislodged. Lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.